Event description:
It was reported the customer had a keypad anomaly. The customer stated their escape and express bolus buttons were not reliable. It was also found the customer would have a delayed response with their buttons. Customer's blood glucose was 136 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened dome switches. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window.